Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The sheath was intact and fully split, therefore, the reported sheath shredding was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. Additionally, unused, sterile starclose se devices with a different lot number, 40221k1, than the complaint device were returned for evaluation. Based on a visual and functional inspection of the returned devices, there is no indication of a product deficiency. A review of the lot history records for both lots revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar sheath shredding incidents reported for these lots. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty. Reportedly, the sheath shredded during thumb advancer advancement. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.